Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The patient reported that the infusion set tubing was leaking at the site. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.